Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, there was difficulty loading the valve, however a misload was not reported. It was reported that the valve pulled in the capsule instead of loading while the capsule moved forward. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 20mm non-medtronic balloon. Upon initial deployment, the valve did not expand as expected. A possible infold involving nodes 1,2 <(>&<)> 3 was observed. The valve and delivery catheter system (dcs) were withdrawn from the patient. According to the physician, calcium in annulus and left ventricular outflow tract (lvot) contributed to the under-expansion and infold. A new valve was successfully loaded on a new dcs with no issue. Upon deployment, the second valve appeared under-expanded. The valve was fully released and post-implant balloon aortic valvuloplasty (bav) was performed with a good result. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: there is an image taken from the fluoroscopic load inspection. Although there is evidence of inflow crown overlap, the overlap does not appear to extend past the 4th node. As such this indicates a correct load according to instructions for use (IFU) and best practices. There is no other evidence that indicates a misload. Another image shows a deployment assessment in rao and lao views. In the rao view, severe frame under expansion from the non-coronary annuls and infolding at the left-coronary annulus are visible. The lao view shows signs of infolding marginally hidden by the pigtail catheter. According to the report this deployment attempt was recaptured, and new valve and delivery system were used for a second implant attempt. Images show the deployment of the second valve at 80% in rao and the full deployment in lao. In the first image there is evidence of frame infolding. It is worth noting that with any evidence of frame infolding the valve should be recaptured and a new valve used for another deployment attempt. In this case the valve was released against best practices. In the full release image, the frame appears severely constricted. There are images that show a post balloon and final angiogram of second deployment attempt. The valve appears to expand without any apparent constrictions. Final angiogram shows the valve to be suitably expanded in the lao view with evidence of paravalvular leak (pvl) as indicated. There is no evidence in the supplied material that indicates the reason for difficulty during loading. No cines of any of the recapture attempts were provided. No adverse patient events reported. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway return product analysis lab loaded inside the delivery system. An infold was observed as the valve was being deployed. The valve was then forwarded to the santa ana product analysis lab via fedex inside a heart valve return kit in clear 0.2% glutaraldehyde solution. The valve appeared discolored showing evidence of blood contact. All leaflets appeared dry, slightly stiff exhibiting severe creases and imprints. Due to its dried condition, all leaflets appeared partially closed with a large gap between all free margins. All commissures were dry; appeared intact. The valve was received in a compressed state particularly in the valve skirt region. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition possibly from being loaded inside the delivery system for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.